Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 680 mg/dl and diabetic ketoacidosis and low blood glucose (bg) levels of 12 mg/dl and went to the hospital on (B)(6) 2017. In an attempt to address the bg level, the customer delivered a correction bolus. While at the hospital, the customer was treated with lantus. During system check with tandem technical support showed that the pump time was behind by 12 hours; however, the contact was unsure if the settings were entered incorrectly. Multiple attempts were made by tandem technical support to obtain additional information regarding the customer's hospitalization; however, no further information was provided on the reported event.